Manufacturer narrative:
.

Event description:
A consumer implanted for non-malignant pain and complex regional pain syndrome type I reported therapy wasn't turned on until (B)(6) because of complications from surgery. The consumer had factor 5 and developed a blood clot as a result of the implant surgery. A health care professional (hcp) was supposed to send them home on heparin or some type of blood thinner, but didn't. The consumer followed-up with the hospital regarding the blood clot and also went to the ER. The consumer noted she was on antibiotics because of an infection; however, the infection was not related to the implant/therapy. However, the consumer later reported they had developed a bladder infection because they had to be catheterized because they couldn't urinate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.